Event description:
It was reported that the battery compartment on a smiths medical ventilator is broken/out/ not peak pressuring and not delivering set volume. No adverse patient effects were reported.

Manufacturer narrative:
Returned device was received for evaluation. During the evaluation of the device the customer reported condition was confirmed. Problem source is unknown. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.